Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received the attached user facility report ((B)(4)) from the intermacs registry. The report indicated that the patient had a chronic (B)(6) driveline infection requiring revision. The manufacturer received a device tracking form from the hospital which stated that the patient expired and cause of death was "cardiac arrest". Additional information was received from the vad coordinator which stated that the patient had a driveline infection and the hospital staff does not think the infection caused the patient's death. The vad coordinator also reported that while the patient was at home alone he experienced a low battery alarm. The hospital staff feels that when the patient went to change his batteries, his batteries were so low that when he disconnected one, it stopped his pump. The patient's wife found him after that. An autopsy was not performed.

Manufacturer narrative:
The patient's pump or equipment will not be returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.